Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, the manufacturer will reopen this complaint for further investigation. The root cause was unable to be established. A service history review was unable to be conducted as no serial number was provided.

Manufacturer narrative:
Unknown manufacturer: a catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, smiths medical corporate headquarters in oakdale, mn has been listed in sections d3. And g1. And the oakdale FDA registration number has been used for the manufacture report number. B3. Date of event: unknown. No information has been provided to date. D4. Serial number, UDI, and h4. Manufacture date are unknown; no information has been provided to date. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the patient's prior sq site was in the upper arm and only lasted 6 days because there was bleeding into the tubing (device infusion issue), and the patient had pain and redness at the site (infusion site pain and infusion site erythema). Patient changed the site and there was a blood blister where the site used to be. At the time of reporting, the outcome of infusion site pain, infusion site erythema and blood blister were unknown. There was patient involvement and patient harm/adverse event was reported.